Event description:
This report is being filed after subsequent review of the following journal article, yang, c., wang, h., zhu, q., and zhu, j. (2013). External fixator followed by a plate for distraction, reduction, and fixation in neglected femoral diaphyseal fractures. Int. J. Care injured , 44, 1087-1091. The authors conducted a study to investigate the outcome of a two-stage surgery in the treatment of neglected femoral diaphyseal fractures which are not uncommon in developing nations. Ten patients (seven men, three women, mean age 32.5 years)with neglected femoral shaft nonunion underwent a two-stage surgery, which consisted of distraction by an external fixator and open reduction by internal plate fixation between july 2006 and november 2010. After traction and reduction were performed with a ring external fixator gradually, the fracture was fixed firmly with a synthes dynamic compression plate (dcp). Patients were followed up at two months to assess union and at monthly intervals thereafter. All patients achieved bony union in an average of 3.7 months. One patient, a (B)(6) male, with stiff knee was readmitted one year after surgery for metal removal, arthrolysis, and quadricepsplasty for improving knee range of motion to 90 degree flexion. Full flexion was limited in three patients. The authors concluded that distraction with an external fixator followed by an open reduction and internal fixation can effectively treat neglected femoral diaphyseal fractures. This is report 1 of 1 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Yang, c., wang, h., zhu, q., and zhu, j. (2013). External fixator followed by a plate for distraction, reduction, and fixation in neglected femoral diaphyseal fractures. Int. J. Care injured , 44, 1087-1091. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.